Event description:
It was reported that a customer tried to inflate the cuff on a smiths medical trach tube but the vent was alarming of a high leak. It was found that the cuff did not inflate. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.